Event description:
It was reported, the patient experienced heating of his ¿device and leads¿ after ten minutes of ultrasound therapy on the patient¿s wrist. The patient noted upon feeling the heating that he instructed his therapist to stop the therapy. Additionally it was noted the patient was ¿disappointed¿ that he could not undergo a magnetic resonance imaging (MRI) scan due to his device. The patient was redirected to their health care provider. Additional information reported the patient was ¿still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative¿ and had an appointment scheduled on 2013 (B)(6). Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v448202, implanted: 2010 (B)(6); product type lead. (B)(4).